Manufacturer narrative:
The device and additional data were received and analyzed. Upon inspection of the data the clinical observation was confirmed. The device lost signal on homemonitoring since (B)(6) 2020. The days prior to the signal loss hvr/af episodes were often detected. Upon receipt, the device was interrogated and visually inspected. Interrogation revealed the ok battery status and the visual inspection showed no anomalies. At a next step the device was subjected to an electrical analysis. The analysis revealed high resistance values between the antenna and the device. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The electronic module was found damaged, which led to the clinical observation. The damage symptoms clearly indicate that the module was damaged by an elevated current consumption, as typically induced by an external defibrillation. The manufacturing process of the device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, analysis revealed that the electronic module was damaged due to an elevated current consumption, presumably from an external defibrillation. There was no indication of a material or manufacturing problem.

Event description:
Loss of signal was reported via home monitoring beginning on (B)(6) 2020. No adverse patient events were reported. Device was explanted. Should additional information become available, this file will be updated.